Event description:
A discordant advia centaur troponin result was obtained on a patient sample. The result was reported to the physician(s). Upon retest the corrected result was reported to the physician(s). There was no report of adverse health consequences due to the discordant troponin result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result was due to misaligned reagent probe. The fse adjusted the reagent probe and ran controls. The system is operational. The instrument is performing within specifications. No further evaluation of the device is required.